Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. 1 piece of incomplete sample returned (only balloon part) was returned for investigation. Based on the complaint description, it was reported that "24 hours after insertion of the catheter, the balloon burst in the patient. Visual inspection of the returned part showed present of brownish and yellowish stains on the balloon surface. Attempt to inflate the balloon was not possible. A 'u-shape' burst line was observed causing inflate air to escape, hence balloon not inflated. The appearance of the burst line showed that it is likely that the balloon surface had in contact with sharp or pointed object leaving torn on the balloon surface as per picture 2 & 3. Further investigation was conducted by reviewing the balloons part under high magnification lens (dino lite) with 50x magnification on the actual samples. Based on pictures above, there were scratch marks and presence of unidentified material observed on the balloon surface of the samples. Burst balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also burst because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52- 004). Catheter with defective balloon will be culled out. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
24 hours after insertion of the catheter, the balloon burst in the patient. The balloon had been tested prior to use.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
24 hours after insertion of the catheter, the balloon burst in the patient. The balloon had been tested prior to use.